Manufacturer narrative:
Continuation of d10: brand name surescan; product ID 978a128 (lot: va32qh8); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative and healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the incorrect lead was opened and used in the field in error. This was not noticed until the healthcare provider (hcp) attempted to insert the lead into the ins. The lead would not insert and the surgeon stated there was a battery error. They asked for a new battery to be opened. A new battery was opened and the error occurred again. It was then discovered that it was the incorrect lead. The lead was removed with ease and re-inserted the correct lead easily and then connected it to the ins to complete the full implant. The cause was determined to be due to the incorrect lead being obtained and opened in error. The issue was resolved with device removal and the correct lead being implanted with no further issues in the same location on the patient's right side. It was noted that this wa s done mistakenly and there was no effect on the patient, staff, or operating surgeon. The patient was implanted with ease.